Event description:
The hospital biomed reported that the device failed during a daily shock test by staff in an outpatient department. The device display showed "shock equip malfunction" & "device error" messages. The status log showed a charge/shock failure - therapy pca (runtime) error. No patient involvement was reported.

Manufacturer narrative:
(B)(4)